Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify button keypad anomaly, failed battery test alarm and unexpected error message anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with broken battery tube threads. Cracked reservoir tube lip and stripped battery cap coin slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was hard to press. Customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had two cracks around battery opening and small crack near reservoir opening. The customer also stated that they had rewind the insulin pump more than once per reservoir change. The insulin pump will not be returned for analysis.